Manufacturer narrative:
Pump was received with motor error alarm during rewinding due to corroded motor home switch. Moisture damage found on electronic assembly.

Event description:
The customer reported via phone call that insulin pump had fluid under the liquid crystal display screen. The blood glucose at the time of the incident was 133 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.